Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. There is shocking pain in the low back and right hip. There were no environmental/external/patient factors that may have led or contributed to the issue. An impedance check was within normal limits. The rep reprogrammed to cover more of the right leg and hip. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.